Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that their insulin pump may not be functioning properly due to high blood glucose levels and alarmed no delivery. Customer stated they had high blood glucose levels of over 400 mg/dl and that the device may not be delivering insulin. Customer advised to disconnect from pump. During troubleshooting, customer was asked to perform a fixed prime of insulin. Customer states the insulin did exit. Customer unable to continue troubleshooting due to being out with family. Advised customer to treat with manual insulin injections and contact again to continue troubleshooting. Nothing further reported.